Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she received multiple battery out limit alarms on the insulin pump. Customer's blood glucose was not known. The alarm reportedly occurred during normal use. It was explained to the customer that this could indicate a loose battery cap and customer was advised a replacement would be sent to her.